Manufacturer narrative:
Results of investigation: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is cracked, damaged and has signs of wear and tear from use. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. A complaint history review for the listed batch revealed no prior complaints for the failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. A review of risk management file found that the reported failure was documented appropriately. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. G1

Event description:
It was reported that during surgery the reflection trial shell handle tears off the thread when the trial cup was inserted, furthermore a metal ring of the broken thread was found in the patient operating field and was completely removed under bv; in addition, after the thread was torn off, the metallic sharply broken off partial thread stuck out of the test cup, tearing the gloves of the surgeon and the operating nurse; the procedure was successfully completed without delay using the same device. No patient injury or other complications were reported.